Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl. Customer was not hospitalized for high blood glucose. Customer was reported symptoms related high blood glucose as nausea. Customer stated that they changed infusion set regarding high blood glucose but issue was not resolved. Customer stated that it was not possible to perform any test. It was unknown if the customer was using auto mode at the time of event. The insulin pump will not be returned for analysis